Manufacturer narrative:
Patient's weight not available. Patient's device was explanted. This is the final report.

Event description:
A report was received that the patient had trouble turning off his device and was overstimulated. The patient was scheduled for a lead revision due to lead migration, but decided to have the ipg explanted. The patient is reportedly doing well after the explant.